Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The user facility cancelled service. No ventilator logs have been provided. No investigation has been possible, therefore the root cause of the reported event has not been determined. H3 other text : 4117.

Event description:
It was reported that the ventilator disconnected while on patient. There was no patient harm. Manufacturer's ref #: (B)(4).